Event description:
It was reported that a triclip procedure was performed to treat mixed tricuspid regurgitation (tr) with a grade of 4+ on a patient with thin leaflets and dilated atrium. A triclip xtw was inserted and deployed on the tricuspid valve. A second clip, a triclip xtw was then inserted and deployed on the tricuspid valve. However, post deployment, the second clip opened to roughly 15-20 degrees. It was noted the clip remained stable on the leaflets. No additional clips were implanted, and the tr was reduced to a grade of 2-3. There were no adverse patient effects and no clinically significant delay in the procedure. The patient was reported to be well, with less symptoms than pre-procedure, and discharged from the hospital.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.